Manufacturer narrative:
It was reported that "getting incorrect readings in her blood pressure monitor customer states she went to the dr due to low/high readings and has discovered her monitor is uncalibrated. Customer states she has replaced batteries and it is still not functioning correctly". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "getting incorrect readings in her blood pressure monitor".